Manufacturer narrative:
(B)(4). Evaluation codes were provided. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent, abdominal pain, and vomiting. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be a leak from the transfer set. On an unreported date, the transfer set was replaced by the health care professional. Beginning on the day of onset, the patient was treated with gentamycin 80 milligrams daily intraperitoneally (duration not reported) for the peritonitis event. On an unreported date, dianeal singlebag and extraneal therapies were discontinued and the patient began dianeal ultrabag therapy which was reported to be ongoing. After eight days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information: the patient used dianeal 2.5% for peritoneal dialysis therapy and it was reported to be ongoing. Should additional relevant information become available, a supplemental report will be submitted.